Event description:
It was reported that a beta bionics ilet user experienced a hypoglycemic episode of nadir 46 mg/dl blood glucose (bg). He disconnected from the pump due to delay from distributor and has been giving himself insulin shots. The user feels he may have dosed too much and has corrected by eating lunch. The user was sweating during the episode but did not require any further intervention.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.